Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to an account manager that the valved trocars leaked during a vitrectomy procedure. There was no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.